Event description:
Device malfunction: none. Symptoms/ae: post procedure. Symptoms/ae: thrombosis, occlusion. It was reported tht a physician trained in the use of the proglide device achieved arteriotomy closure of the common femoral artery after an unspecified procedure. Reportedly, later that evening the pt complained of leg pain. An angio found puncture site thrombus was occluding the vessel. A balloon angioplasty was done to resolve the occlusion. There was no other adverse pt effects. Though requested, no additional info was provided.

Manufacturer narrative:
The customer reported the device was discarded. The lot number was provided. Review of the device history record for this lot did not produce any findings relevant to this report.